Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "r.n. Went to draw tube of blood from patient and noticed the inside of tube was contaminated with what appears to be traces of blood."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: the "r.n. Went to draw tube of blood from patient and noticed the inside of tube was contaminated with what appears to be traces of blood."

Manufacturer narrative:
H.6. Investigation summary: catalog number: 367815 batch number: 1137555 bd received 3 photos from the customer for review and analysis. The photo confirms the reported issues of foreign matter on the inside of the tube. In addition, 30 retention samples from the bd inventory were subject to a visual inspection for foreign matter in the tubes and all samples passed testing with no evidence of foreign matter present in any of the 30 tubes. The device history records were reviewed with no issues being identified. This complaint for the issue of foreign matter can be confirmed based on the photo received however, the issue was not observed in the retention samples. As the customer sample is needed to definitively identify the composition of the foreign matter, the root cause cannot be determined without the returned customer sample. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends. H3 other text : see h.10